Manufacturer narrative:
The calibration performed on (B)(6) 2022 was within the specified ranges. The customer did not provide the actual qc results with timestamps and only provided qc charts. For the dates of (B)(6) 2022, level 1 qc of sodium and chloride showed results that were within 2 sd and then a subsequent result that was out of range. The level 2 qc of sodium and chloride was within the specified ranges. The investigation was unable to determine if the level 1 qc was acceptable prior to running the patient sample. However, the customer stated that the qc recovery was acceptable prior to the event. The alarm trace showed "sample probe: abnormal aspiration error", "sample foam detection", "sample clot detection" and "abnormal aspiration sample pipetter s1" errors. These are indicators of possible poor sample quality. The field service engineer (fse) tightened the thumb screw. He also flushed the sample probe, sipper nozzle, and vacuum nozzles. He cleaned the electrode block and checked the sample probe adjustments. The customer performed qc and precision tests with acceptable results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na and ci for gen.2 results for one patient sample tested on the cobas pro ise analytical unit. The initial results were reported outside of the laboratory. The patient sample was rerun on their other cobas pro ise analytical unit. The initial sodium result from the analyzer was 159 mmol/l. The repeat result from the other analyzer was 141 mmol/l. The initial chloride result from the analyzer was 119 mmol/l. The repeat result from the other analyzer was 103 mmol/l. The repeat results were deemed correct. The sodium electrode lot number, chloride electrode lot number, and their expiration dates were requested but not provided.